Event description:
It was reported to medtronic neurosurgery that when the nurse was pulling on all of the tubing to luer connections of the device, one of the connections disconnected. The system then needed to be changed out to a new system.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).